Manufacturer narrative:
B3: date is estimated; month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The reason for call was patient has been having issues with the connection for a bit. All morning today it kept saying "no device response, ensure device is in range and powered on". Patient pushes the button on the device and it is still doing it. They said they don't remember if they went in to try to adjust it or why the message came on. Probably because they moved and realized that sometimes when they stand up and stuff they have to make adjustments. Asked when this issue started and patient said, this specific one kind of started today but it has been fixing itself. Patient has been trying to get it to not do this but it keeps doing this. She was getting a message that said device communication lost and retry. When they click retry, it usually fixes itself but this one keeps popping up. Lots of times it says it is not connected to it. Patient got a message one time that said therapy has been turned off and to go and turn it back on (yesterday). Patient said they didn't change programs or do anything for it to say therapy has been turned off. The issue was resolved through troubleshooting.